Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 7, 2020, olympus medical systems corp. (Omsc) received literature titled "how to manage perforation related to endoscopic resection of superficial cancer". This study was reported endoscopic mucosal resection (emr) of a 5mm large lesion of the esophagus used the subject device. In the literature, it was reported that interoperative perforation has occurred. The mucosal resection was implemented with the subject device, and the defect of the muscular section was confirmed. The perforation was managed by applying endoscopic clipping. After surgery, fasting and antibacterial treatment were performed, and the patient was discharged on the 8th day. There are no descriptions of device relevance for all adverse events in the literature. There is no description of the device's malfunction. Based on the available information, detailed information of the subject device was not provided. Whereas, omsc assumes that the perforation was related to the subject device due to occurred during the procedure. Therefore, omsc will submit a medical device report (MDR) for the perforation.